Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient experienced pain at the incision site during a bowel movement. In a second call the patient reported they had increased stimulation and had to void 2 times, but was unable to void. The day prior to the follow-up call the patient voided about 12 times. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.